Event description:
It was reported that the device was displaying a service indicator and had error codes in device memory that relates to a possible failure of the device to deliver therapy. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the replaced assembly and determined that the root cause of the reported failure was a cracked filter, designator fl29.